Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Advantage af clinical study, subject ID (B)(6). Index ablation procedure was performed on (B)(6) 2023. During the 7-day post procedure follow up, the patient states the atrial fibrillation episodes are worsening. Metoprolol was prescribed. An electrocardiogram (EKG) was ordered and atrial fibrillation episode was seen on (B)(6) 2023. Holter monitoring was also ordered. During the 30-day post procedure follow up, the patient was still taking metoprolol. Holter monitoring was started (B)(6) 2023, which showed 100% atrial fibrillation. Scheduled electric cardioversion was performed on (B)(6) 2023. EKG on (B)(6) 2023 showed sinus bradycardia and event was resolved.